Manufacturer narrative:
The investigation is still ongoing on this event. When the investigation is completed a follow up will sent to the FDA.

Event description:
Philips received a report that a patient sustained a third degree burn on the right arm after having had an examination on an achieva 1.5t.

Manufacturer narrative:
Based on the provided information and tests performed on site, there is no indication of a malfunction of the MRI system or coil used that contributed to the injury. The observed injury is consistent with injuries caused by close proximity to a cable. In this case it could have been the coil cable or cable from the peripheral (anesthesia injector) used. The patient was covered by a blanket, which prevented notice by the operator. Various factors were identified that contributed to the injury to the patient: - the patient was in direct contact with the cover. - the patient was sedated. Sedated / anesthetized patients are unable to sense or communicate adverse events. - the patient was obese. Obesity impairs the thermoregulation of the patient. - the patient was covered with a blanket. This hampers the effect of ventilation. - the ventilation was set at medium level. In case of high sar scans it is advised to set the ventilation at maximum. - a number of high sar scans were administered to the patient. - the total rf energy dose administered to the patient exceeded the recommended value of 2 kj/kg for patients with impaired thermoregulation.